Event description:
I had a gastric realize band installed around my stomach in (B)(6) 2010. No noticeable problems until (B)(6) 2011 when I suffered a food poisoning incident. I went to my doctor and she removed saline after I had thrown up on the second day. She told me she had removed the saline because she was concerned the band would slip while I was ill with the food poisoning. After the incident with food poisoning. I began to have continual problems with throwing up, pain in stomach area and diarrhea on occasion. My food choices were restricted to very soft foods that were easy to digest. These symptoms continued until I had my band removed on (B)(6) 2015. During the surgery for the removal of the band, my doctor had to cut into the scar tissue because my stomach was still constricted and needed to expand.